Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 748240 x 2 neuro extension implanted: (B)(6) 2005, 3389-40 x 2 dbs lead implanted: (B)(6) 2005, 64002 neuro adaptor implanted: (B)(6) 2011. 37612 dbs ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a number of sensing integrity counter (sic) events on the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.